Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the ventricular lead exhibited intermittent capture. A chest x-ray revealed narrowing at the suture sleeve area. At change out the lead exhibited. No output and high lead impedance. The lead was capped.